Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insufflator was producing high level of co2. The case was converted to open procedure and completed successfully.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: excessive co2. Probable root cause: pressure sensor malfunction / out of calibration, software malfunction, use error, system design, unwanted movement of internal components / wiring, insufflator operated at least-favorable environmental conditions for an extended period of time. Pressure button does not disengage. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insufflator was producing high level of co2. The case was converted to open procedure and completed successfully.